Manufacturer narrative:
The type I endoleak has resolved. Evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. However, it appears likely that this was anatomy related. Pre-implant CT¿s revealed that the patient had a conical neck that ranged from 27 ¿ 28mm in diameter along the 10mm length. Twelve (12) mm below the left renal the neck diameter was 32mm, and the maximum infrarenal neck angulation measured ~50 deg a-p. Two (2) still angio images during implant revealed that the bifurcate proximal od measured ~27mm l-r just below the left renal, 10mm lower was 30mm, and 15mm lower was unopposed to the neck where the aaa diameter measured ~39mm. Angio injection showed contrast along the right side of the stent graft and within the top of the sac from a possible proximal type I endoleak. After implanting ~14 endoanchors within the proximal portion of the bifurcate/neck the proximal type I appeared slightly reduced in strength. A short (17 second) video of a transverse CT image 3 days post-implant confirmed that the proximal type I endoleak had not resolved. It appears likely that implanting within a short, conical, and angulated neck may have contributed to the proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported as per the physician, the previously reported type I endoleak has self-resolved, without intervention. Film review the exact cause of the proximal type I endoleak could not be determined from the films provided. However, it appears likely that this was anatomy related. Pre-implant CT¿s revealed that the patient had a conical neck that ranged from 27 ¿ 28 mm in diameter along the 10 mm length. Twelve (12) mm below the left renal the neck diameter was 32 mm, and the maximum infrarenal neck angulation measured ~50 deg a-p. Two (2) still angio images during implant revealed that the bifurcate proximal od measured ~27 mm l-r just below the left renal, 10 mm lower was 30 mm, and 15 mm lower was unopposed to the neck where the aaa diameter measured ~39 mm. Angio injection showed contrast along the right side of the stent graft and within the top of the sac from a possible proximal type I endoleak. After implanting ~14 endoanchors within the proximal portion of the bifurcate/neck the proximal type I appeared slightly reduced in strength. A short (17 second) video of a transverse CT image 3 days post-implant confirmed that the proximal type I endoleak had not resolved. It appears likely that implanting within a short, conical, and angulated neck may have contributed to the proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm in diameter abdominal aortic aneurysm. It was reported that the endurant stent graft was implanted with no difficulties. At the end of the procedure a proximal type 1a endoleak was noted. The physician modelled the endurant bifurcated stent graft with a balloon however the proximal type I endoleak did not resolve. The physician implanted 14 heli-fx aptus endoanchors and after re-ballooning there was still a faint type proximal type I endoleak. There was no room to place a aortic cuff infrarenal. 3 days later, a CT revealed that the there was still a slight proximal type I endoleak as well as a type ii endoleak. The previously palpable and pulsatile aneurysm was no longer able to be felt. The physician determined that the aneurysm was not being pressurized. The patient's dementia had become worse post index procedure and so the physician elected not to perform further intervention. Per the physician, the cause of the proximal type I endoleak was related to the patient¿s anatomy of short, conical neck was the cause. No additional clinical sequelae were reported and the patient will be monitored by the physician.